Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was not working correctly. The customer reported that the piston was not moving and they had to reset for the piston to work. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 569 mg/dl at the time of call. The customer stated that they were nauseous. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they found bolus wizard was programmed inaccurately during troubleshooting. The insulin pump will not be returned for analysis.